Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the table's geometry movements were not working. The fse replaced the table height potentiometer and rectified the issue. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. For example, the c-arm projection can be changed to compensate for a tilted or cradled tabletop. The patient can be positioned feet first on the table in a floor mounted stand configuration if lower body imaging is needed. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. If cardio-pulmonary resuscitation (CPR) the staff could elevate themselves if the current table height was too high to perform adequate chest compressions. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the table movements are partly available and motorized movements unavailable. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the log files and confirmed the reported issue. Review of the log files showed a possible problem with the table height smart drive. A philips field service engineer (fse) has been dispatched to evaluate and repair the system. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.